Event description:
A (B)(6) male patient called zoll customer support to report constant check belt and check therapy electrodes messages. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt alarms) was confirmed. Upon receipt the pin to the white pulse wire in the belt receptacle was bent and unable to connect to the electrode belt. The cause for the alarms is the bent pin. The root cause for the bent pin cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged connector. The patient received a replacement monitor.